Manufacturer narrative:
Ni

Event description:
Report received indicated resistance during advancement of the stent delivery system (sds) with premature stent tip deployment. The intended site was the right superficial femoral artery (sfa). The vessel had severe calcification, severe tortuosity and 80% stenosis. The product was prepped and clinically used following the instructions for use (IFU). The lesion was predilated. A contralateral approach was made and the sds was advanced to the lesion. However, due to severe vessel tortuosity, it was difficult to track the device over the vessel and subsequently the tip of the stent released. Therefore, the sds and the stent were withdrawn out of the patient's body in one unit without complications. Another stent was use for the procedure. There was no adverse consequence to the patient. This product has been returned for evaluation and testing, however, the failure analysis report is not yet complete. Additional information will be sent within 30 days upon receipt.